Event description:
Per patient (as pro-se): "in 2016 or 2017 of (B)(6) I had a(n) inguinal hernia repair surgery". "I had these surgeries and I was not feeling right after I had it. I had massive pain which is to be expected, but I still have pain right now! I have bowel obstruction, severe stomach cramps, adhesion to tissue and organs and other problems. The new permanent hernia mesh includes bard mesh (bard flat mesh) or the ventralight st mesh. The bowel obstruction, internal pain, puncture of adjacent tissue organs, adhesion to tissue organs. It's bard's mesh (bard flat mesh)!".

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient including perforation, bowel obstruction, adhesions and pain. The instructions-for-use (IFU) supplied with the device lists adhesions as a possible complication. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol ventralight st mesh (device #1). An additional emdr was submitted to represent the bard mesh (bard flat mesh) (device #2). Should additional information be provided, a supplemental emdr will be submitted. Not returned.